Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed an audio failed/speaker malfunction error message. The customer performed an audio test and tones were not heard. There was a loss of audio. The customer reported that there was no patient involvement.